Event description:
Initial (21-jul-2024): this serious case reported via email refers to a 19-year old male whose medical history, concomitant medications, and allergies were not reported. On an unreported date, the consumer used compound w nitrofreeze for the treatment of a wart. During activation, the consumer rotated and held the pen down with the cap on for an unknown amount of time, causing the product to completely expel and cause a burn, frostbite, and blistering on the consumers hand. The consumer sought medical attention where the blister was drained and skin was peeled. The reporter is the consumers mother, who was not there during activation and does not know specifics of the event. She reports the product expulsion is due to consumer error. This case outcome is recovering/ resolving. Meddra version 27.0 expectedness: device expulsion: unexpected chemical burn of skin: expected frostbite: unexpected blister: expected accidental exposure to product. According to the company reference safety information.

Event description:
Initial (21-jul-2024): this serious case reported via email refers to a 19-year old male whose medical history, concomitant medications, and allergies were not reported. On an unreported date, the consumer used compound w nitrofreeze for the treatment of a wart. During activation, the consumer rotated and held the pen down with the cap on for an unknown amount of time, causing the product to completely expel and cause a burn, frostbite, and blistering on the consumers hand. The consumer sought medical attention where the blister was drained and skin was peeled. The reporter is the consumers mother, who was not there during activation and does not know specifics of the event. She reports the product expulsion is due to consumer error. This case outcome is recovering/ resolving. Meddra version 27.0 expectedness: device expulsion: unexpected chemical burn of skin: expected frostbite: unexpected blister: expected accidental exposure to product according to the company reference safety information. Follow up (25-oct-2024): the investigation was completed by the cmo and received by the company. Imdrf codes were updated to show the investigation findings of likely user error. No other information was updated in the case.